Event description:
Hysteroscope was removed and the novasure endometrial ablation device was inserted and deployed. Seating maneuvers were done. Depth of 6.5cm and width of 4.6cm were noted. Uterine assessment procedure failed and it was repeated several times. Hysteroscopy repeated to ensure integrity of the uterine cavity. Second novasure device was inserted, procedure repeated and the uterine assessment failed. Decision was made to abort the procedure. Endometrial cavity was thoroughly curetted. The patient tolerated the procedure well and left the operating room in good condition. Novasure machine (B)(4).